Manufacturer narrative:
This device is not sold in the us but a similar device is. Full name of the facility is (B)(6). The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during preparation for use for a diagnostic enteroscopy procedure, foreign material was observed in the channel tube. The intended procedure was performed and completed with another device per schedule without any delay. The patient was not under anesthesia at the time of the event. There is no patient involvement or any harm to the patient. The customer also reported insufficient angle and worn distal end cover of the device.

Event description:
Addendum jun 1, 2022: the customer reported event occurred during manual cleaning while reprocessing the device. The device channels were being brushed during manual cleaning and the tip of the brush fell off into the channel.

Manufacturer narrative:
The returned device has been evaluated. Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, d8, g3, g6, h2, h3, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. Customer provided information about the reprocessing at the facility and the event: an air/water (a/w) channel cleaning adapter was not used for pre-cleaning. The pre-cleaning is being performed immediately after a procedure. The cleaning solution is a multi-enzyme solution, and the cleaning method is to wipe the insertion tube of the mirror three times with gauze soaked with the enzyme solution. Negative pressure suction enzyme solution for 10 seconds, air supply for 10 seconds, water supply for 10 seconds. The endoscope channels are brushed during manual cleaning. The one-time brush is used, which is domestically produced, and the specific brand model is not provided. The brand of enzyme liquid is lonzo, and the brand of phthalaldehyde is lierkang. Detergent and disinfectant are not used with the aer. Dry storage of device is in endoscope cabinets or trucks. The customer reported issue of foreign material clogged inside the channel tube was confirmed in device evaluation. That the device angulation was insufficient and distal end c-cover was worn was also confirmed. These issues of the device are not related to the issue of the foreign material clogging in the channel tube. The root cause of the foreign material presence cannot be conclusively determined. However, from additional information provided by the customer, the tip of broken brush fell into channel and was stuck there. In addition, the customer did not use a/w channel cleaning adapter at pre-cleaning, which may have caused insufficient reprocessing of a/w-channel. This can result in clogging of the nozzle. To prevent clogging of the air/water nozzle, the a/w-channel cleaning adapter to clean the air/water channel must be used after each use. Per customer¿s information reprocessing method conducted by user after previous use was different from method recommended in instructions for use (IFU). It is possible that the staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with IFU. The IFU includes the following statements: reprocessing manual: pre-cleaning the endoscope and accessories states on immediate pre-cleaning after procedure in order to prevent adherent of dirt. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Pre-clean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.

Manufacturer narrative:
Corrected data: h6 (investigation findings & investigation conclusions codes listed on the previous follow-up report were incorrect).